Manufacturer narrative:
Date of event : date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was to be used for an unknown procedure on an unknown date. During the procedure, inside the patient, the stent introducer broke upon stent deployment. The broken introducer was successfully removed from the patient with a pair of rat tooth forceps. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was to be used for an unknown procedure on an unknown date. During the procedure, inside the patient, the stent introducer broke upon stent deployment. The broken introducer was successfully removed from the patient with a pair of rat tooth forceps. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to february 1, 2023, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2301 captures the reportable event of additional device required. Block h10: the returned flexima rx biliary stent was analyzed, and a visual evaluation noted that the push catheter was kinked at 30 cm from the proximal end. The guide catheter was not returned. A functional inspection was performed, and the handle was fully retracted and extended but the guide catheter did not come out from the push catheter, which is evidence of a guide catheter detachment. No other problems with the device were noted. According to the product analysis, the failure of the push catheter could have been caused by the technique used and the manipulation of the device during the procedure. The guide catheter not returned is restricting the possible reason of the device problem. The presence of this component is important to the investigation since the reported event was directly related to the guide catheter. Therefore, the most probable root cause is cause not established.